Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inability to disconnect the female connector of a minicap transfer set from an unspecified "peritoneal fluid line". This occurred during use of the device for peritoneal dialysis therapy. It was further reported the twist clamp of the transfer set was cracked. The transfer set was used for 4 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. The set was returned with a patient connector attached. During visual inspection, the patient connector was disconnected from the female connector with no issues observed, with either of the two components. The reported, condition of connection issue was not verified. A visual inspection with the naked eye, noted the light blue main body component was cracked. The reported, condition of damage was verified. The cause of the condition could not be determined. During further inspection, the female connector was found separated from the main body. The chip insert was present, and there was evidence of solvent on the threads of the main body. The cause of the separation issue was, due to inadequate solvent application to the main body, during manufacturing. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.